Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed for a heart transplant. During the explant procedure, the physician left the ICD in an active mode while the lead system was cut, and received a shock from the ICD.